Event description:
"Free flow incident, nurse primed IV with nitropressor (unknown dose or rate) and placed tubing on pump with flowstop not in pump, roller clamp possibly partically open, and left IV attached to pt IV site. Pump not turned on. Pressor infused over unknown amount of time.